Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, this incident was determined to be related to use error - poor aseptic technique. A batch review was performed for suspect lot numbers (gd874834, gd872929, gd875575), with no defects noted. The label review found the labeling adequate for the potential use error(s) in this complaint. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the patients discard supplies after each therapy, the sample was not requested. If additional information becomes available, a follow up report will be submitted. This is number 2 of 3 complaints reported for this peritonitis.

Event description:
During a follow up call to the home patient's nurse, it was reported that the patient had peritonitis that was clearing up. It was reported that the peritonitis was due to a break in aseptic technique and was being treated with antibiotics (unknown).